Event description:
One day post coil embolization of the parasellar aneurysm, a branch retinal artery occlusion occurred. In the physician's opinion a thrombosis formed in vessels branching from the neck of the aneurysm. The physician took no action to treat the thrombus. The cause of the thrombus is unknown. It was reported that the patient felt pressure in the eye; however, the patient presented with this condition. The patient is currently in remission.

Event description:
One day post coil embolization of the parasellar aneurysm, a branch retinal artery occlusion occurred. In the physician's opinion a thrombosis formed in vessels branching from the neck of the aneurysm. The physician took no action to treat the thrombus. The cause of the thrombus is unknown. It was reported that the patient felt pressure in the eye; however the patient presented with this condition. The patient is currently in remission.

Manufacturer narrative:
The product was implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.